Event description:
It was reported that an interlink injection site leaked during infusion of an unspecified drug. According to the report, this occurred when the blunt clip on the cannula, or ¿alligator clip¿, became disconnected from the patient. The set was then replaced. There was no report of patient injury or medical intervention reported to be associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation connected to a cannula and extension set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The extension set was connected to an in-house secondary set. The setup showed normal flow with no defects noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned, and the evaluation is in progress. Upon completion of baxter's investigation, or if any other additional relevant information is obtained, a follow-up report will be submitted.